Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps3 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the monitors would not power on (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.